Event description:
When the anesthesiologist inserted the endotracheal tube introducer (bougie) down the bronchial side of the tube and pulled it out, a small piece of the introducer sheared off and went into the lungs - it was retrieved.